Event description:
It was reported that the zimmer air dermatome was skipping and did not cut correctly. Add'l clinical f/u with the hosp indicated that the nurse stated that there was no info passed on to her regarding the device or pt implications. Rn stated "the facility has many dermatomes and there would never have been a delay or increased case time due to lack of usable equipment. There was no incident report sent to her (rn) which would have informed her of any add'l graft harvests and/or add'l surgical intervention." Rn stated she is unable to provide any other info.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 10 years old and has been in 4 times for repairs. The last repair was on (B)(4) 2010, for an unk issue. The inspection found that all calibrations were within specs, and the device components which contact the graft site were not damaged. Unable to determine a cause of the reported complaint. This device passed all performance testing. All calibrations were within specs. No cause could be attributed to the reported complaint. The device was serviced and returned to the customer.